Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round high profile 270cc, catalog number 3503270. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with saline mentor smooth round high profile 270cc breast implants and experienced deflation on the left breast implant. The deflation was diagnosed by physical exam by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone explantation and bilateral replacement on (B)(6) 2018.

Manufacturer narrative:
On 03/06/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported incorrectly that the product was received on (B)(6) 2018. The concomitant product was received on (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 06/07/18, it was reported to mentor that only concomitant product was received. It was reported incorrectly that the affected product was received on 04/09/18 in the previous report. The concomitant product was reported incorrectly in the original report. The actual concomitant product was a saline mentor smooth round high profile 330cc, catalog number 3503330, lot number 5739334, right breast implant device. On 06/07/18, it was reported to mentor that the device received (catalog 3503330; lot 5739334) was analyzed and appeared intact. It was not affected. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were observed. Manufacturer¿s reference number: (B)(4).